Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3 9286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
It was reported that the patient saw the estimated replacement indicator (eri) message. They met with their manufacturer representative and health care provider (hcp) and it was determined that the implantable neurostimulator (ins) was not working because it had "went out" and was defective. As a result the device was replaced on (B)(6) 2015. On (B)(6) 2015 they had their staples removed and their buttock was still sore from the procedure. The patient was also having sciatica pain, but it was unrelated to her stimulation device. They also donated their old patient programmer from the device that was removed. Indications for use are as follows: 033 non-malignant pain 045 phantom limb pain.